Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device requested, not yet received.

Event description:
It was reported that during a tibial nailing procedure, the reamer connection shoulder fractured off inside a patient's tibia. The reamer end was removed using a guide wire; however, a small piece remains in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned device revealed a fracture near the connection shoulder, as described in the complaint description. The fractured piece of the instrument was not returned. The returned device was analyzed using scanning electron microscopy. The sem analysis report gives the following observations: optical and sem analysis revealed that the modular reamer head was fractured due to overload and suspected crack initiation site. With the presence of chevron crack pattern, the crack propagation direction and suspected crack exit site was identified. Ductile overload normal dimples were identified throughout the fracture. No obvious inclusions and fatigue characteristics were observed on the fracture. Eds semi-quantitative elemental analysis showed that the modular reamer samples was consistent with specified material. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.